Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level over 800 mg/dl and went to the emergency room. Cause of bg level was not known. Customer declined troubleshooting with tandem technical support and declined to provide further information. Date of event is approximate. The customer continued to use the pump for insulin therapy.